Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer reported using supplies for more than two days. Tandem technical support (cts) informed customer that this is off label per the user guide. System check could not be performed with cts as occlusion alarm occurred in the past. Customer changed supplies to address the occlusion alarm and resumed insulin. Customer's blood glucose level was 250 mg/dl.